Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had episodes of dizziness. Log file analysis captured multiple no external power alarms while the patient was on the mobile power unit. The events occurred on (B)(6) 2021 and (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarms were confirmed via log file analysis. The heartmate mobile power unit (serial #: (B)(6)) was not returned for analysis; however, log files were submitted for review spanning approximately 7 days ((B)(6) 2021 per timestamp). On (B)(6) 2021 at 22:05:25 - 22:08:24 and 22:09:53 - 22:10:48 and on (B)(6) 2021 at 02:56:11 - 02:56:41 and 03:03:12 - 03:03:17 there were no external power alarms that occurred due to losses of ac power while connected to the mpu. The backup battery provided power during these events and the alarms cleared once ac power was restored. There were no other notable alarms in the log file. Pump operation was not affected. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications prior to being initially shipped outbound on 18dec2020. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was stable and the cause of the patient's dizziness was established. The patient stopped diuretic medication and was given compression stockings. The left ventricular assist system (lvas) was functioning as intended. It was noted that the mobile power unit (mpu) had a v-lock connector on the ac power cord. It was unknown if the power cord came loose at the wall outlet or the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the no external power events.